Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker migrated. The patient felt pain and discomfort on the implant site. The physician decided to do a revision and reposition the device. The patient was treated with intravenous antibiotics. Additional information from the field representative indicated that the patient complained of the appearance which was too close to the shoulder and that there was no pocket erosion noted. The pacemaker remains in service. No additional adverse patient effects were reported.